Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap device would not build positive end expiratory pressure. At this time, it is unknown if there was any patient involvement associated with the reported event.